Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens into the patient's eye and when he removed the cartridge, the lens came out of the eye. The surgeon attempted to re-load the lens and noted the lens was torn. There was no patient injury and the backup lens was implanted with no problem.

Manufacturer narrative:
No known impact or consequence to patient. Torn material. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. A piece was torn off and missing from the other haptic. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).